Event description:
The customer reported that they received an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample, in the original sample tube, initially resulted as 26 ng/ml. The same sample tube was repeated and resulted as 1 ng/ml. The sample was transferred to a sample cup and repeated a second time, resulting as 1 ng/ml. The patient's previous measurement was about 1 ng/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The cea reagent lot number was 180517 with an expiration of january 2016. The analyzer had a periodic maintenance check on 12/18/2014 and no problems were found. A specific root cause could not be determined based on the provided information. Additional information required for investigation was asked for, but not provided. There was no indication of a general issue with the assay.

Manufacturer narrative:
This event occurred in (B)(6).